Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) was unable to activate the pump due to pain and swelling. During revision, the physician put the patient under anesthesia and was able to activate the pump superficial through the skin. No incision was made. No additional patient complications were reported.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) was unable to activate the pump due to pain and swelling. During revision, the physician put the patient under anesthesia and was able to activate the pump superficial through the skin. No incision was made. No additional patient complications were reported.

Manufacturer narrative:
Correction to field b2: outcomes attrib to adv event. Correction to field h6: device codes. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to fields d4: model and lot number. Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) was unable to activate the pump due to pain and swelling. During revision, the physician put the patient under anesthesia and was able to activate the pump superficial through the skin. No incision was made. No additional patient complications were reported.